Event description:
It was observed that during the device evaluation, that the display screen went dark on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuits. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.